Event description:
The customer returned an outreach phone call and reported being treated at the emergency room for high blood glucose and diabetic ketoacidosis, after customer was working out and had the insulin pump off for an hour and forty five minutes. The customer's blood glucose was so high that it would not register, customer woke up in an ambulance and was taken to the emergency room, but was not admitted to the hospital. The customer was treated and released. When the customer's blood glucose was taken, it was 561 mg/dl. The customer also mentioned experiencing no delivery alarms with one box of infusion sets that was resolved with a brand new box of sets. Customer stated the insulin pump was working fine since then.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.